Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the drive belt as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stayed at one revolution per minute (rpm), then stopped, and then jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The field service representative (fsr) duplicated the reported complaint. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.